Event description:
The customer reported that their device was losing power after a few seconds of being powered on. There was no report of any patient use associated with the reported failure.

Manufacturer narrative:
The initial medwatch report indicates : approximate age of device - 9 years. The initial medwatch report should indicate: approximate age of device - 4 years. The initial medwatch report indicates: device manufacture date -(B)(4) 2005. The initial medwatch report should indicate: device manufacture date - (B)(4) 2010.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use.the cause of the reported failure could not be determined.